Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and it was observed a dented case lid and the wi-fi antenna was damaged. A functional evaluation revealed that all front panel indicators stayed lit. No video was observed on the video monitors. Further evaluation found corrosion on the baseboard pcb. The complaint was confirmed and the root cause was associated with component failure. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Foreign zip code: (B)(6). Internal complaint reference case-(B)(4).

Event description:
It was reported that the lens 4k did not output signals to monitor transmission. Incident occurred while inspection. No patient involvement reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.